Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at proximal end; broken probe tip was returned. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic procedure, one of the bites of the thunderbeat system broke off in the patient's abdomen. The broken part was successfully retrieved. There were no further reports of patient harm.